Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not adjust stimulation. It was possible that the new batteries placed in the programmer were actually dead. It was also reported that the pt's pain had returned 48 hours ago and it may have been related to all the packing and moving of personal belongings he had been doing lately. The pt stated, the pain went away when he sat, but got worse when walking or standing. The pt fell on his right shoulder and dislocated it 3.5 months ago but did not think that was related as stimulation had been fine for approx 1.5 years before the recent pain. Add'l info has been requested, but was not available as of the date of this report.